Event description:
It was reported that malposition occurred post power injection in (B)(6).

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of reui0287 showed no other similar product complaint(s) from this lot number.